Event description:
It was reported that during implant the device did detect the arrhythmia, but did not deliver a defibrillation shock although the episode was still ongoing. The patient was externally defibrillated. The device was removed and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the device was returned and analyzed and no anomalies were found.